Event description:
It was reported that the customer experienced a elevated blood glucose (bg) level of 400 mg/dl and ¿high¿ on cgm. High bg cause was unknown. Reportedly the customer experienced an incomplete bolus. The elevated bg was address with a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.